Event description:
Information received from the field does not address the patient's clinical status but notes that two weeks post implant, the ventricular impedance was >1990 ohms in both unipolar and bipolar and loss of capture was observed. The patient was returned to surgery where it was discovered that the lead pin was loose in the connector. The lead was reinserted and the set screw was tightened down. Normal function ensued.